Event description:
It was reported that pump displayed cartridge change error while customer was driving, and customer believed problem was related to specific cartridge lot rather than to pump. There was no adverse impact to the customer¿s blood glucose level. Customer later worked with support to review supply use, storage, filling steps, cartridge seating, and cleaning of pump connection area, and was ultimately able to load cartridge and resume insulin using different lot; support arranged shipment of one box of replacement cartridges to address insulin loss and defective lot concerns, advised that this was a one-time replacement, and no further action was required.